Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery for a ventriculoperitoneal (vp) shunt on (B)(6) 2017 due to hydrocephalus caused by a car accident. According to the report, the patient's shunt was adjusted to 2.0. After a week and a gradual adjustment to 0.5, the patient's hydrocephalus had not been improved. A CT scan showed no reduction in ventricle, nor did it alleviate the symptom of sleepiness. A lumbar puncture measured the pressure of water at 110 mm so the valve pressure corresponding to the valve level was "clearly inconsistent." Reportedly, on (B)(6) 2017 an exploratory surgery was conducted on the vp shunt. During the surgery, there was no obstruction in the shunt, but the flow rate was not ideal. When the height of the distal end was parallel to the patient's body level, the cerebrospinal fluid (csf) did not flow out. When the distal end was below the body level, the csf flowed out. After the surgery, the patient was exacerbated and in a coma. Another CT scan showed enlarged ventricles, and another lumber puncture measured the pressure of water at 130 mm. It was stated the doctor thought the valve had a problem/was faulty. On (B)(6) 2017, another exploratory surgery was conducted on the vp shunt, and the intraoperative examination of the shunt was the same as the last survey. The doctor replaced the vp shunt with a new one. The new shunt was adjusted to the pressure of 0.5, and the postoperative follow-up condition of the patient improved significantly; their ventricles had shrunk, and part of their consciousness had been restored.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, preimplantation and leak testing. The valve did not meet r equirements for reflux, and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional follow-up confirmed that the notify date was may 8th, 2017.